Event description:
It was reported that there was decreasing r-wave sensing. It was also noted that an x-ray indicated that the atrial lead had dislodged into the right ventricle. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2013. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.